Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse could not recreate the power issue while servicing the system. However, the two power supplies (universal power distributor (upd)) were replaced due to the 417 errors and the system power manager (spm) was replaced due to battery/wall power issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received, the integrated system power manager (spm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The spm was analyzed and found that the issue could not be reproduced, but the issue was confirmed via system logs. When reviewing the remote fe, there were errors 31220 and 1167 that occurred on site only once. 31220 states the hardware ivmon (current a voltage monitoring fpga logic) has detected a fatal "voltage out of range" and hit the fault reaction logic (frl). Error 1167 indicates a recoverable over voltage fault where the system shall be able to recover. The fa connected the spm to the xi test system. The system powered on indicating green led's and no errors. There was still battery back-up power once the ac chord was unplugged. The spm status shows the voltage and current is normal. Fa ran 10 power cycles and idled for one hour with no issues. The power supply was also analyzed and found when reviewing the remote error log, there are several errors 417 with p1 value of 7 which means psc 48v power supply 2 failed power up test due to bad connection or defect. Installing unit into printed circuit assembly (pca) system, the system started up without any error. Fa ran 10 power cycles which all passed with no error. Voltage was in range and both fans were working well. The 417 was caused by the other power supply (B)(4). The second power supply unit was returned for failure analysis and the reported failure was replicated/ confirmed. When reviewing the remote error log, there are several errors 417 with p1 value of 7 which means psc 48v power supply 2 failed power up test due to bad connection or defect. Installing unit into printed circuit assembly (pca) system, the system started up failed with error 417. The voltage was too low, and the fans stopped running. This unit was more than 3 years old, and the part had since been scrapped accordingly. This complaint is considered a reportable event due to the following conclusion: the customer converted the procedure to traditional laparoscopy after the start of the procedure due to the patient side cart running on battery and software mismatch error. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the patient side cart (psc) was running on battery. The live logs indicated the system faulted with errors 31220 and 1167 pointing to the universal power distributor (upd). After the fault the system was running on battery during a procedure. The psc circuit breaker and power cord were confirmed to be on and connected to a known good outlet. The customer attempted to power cycle the system and activated the emergency power off (epo) switch. Upon restart, the system faulted with non-recoverable error 17. The customer attempted another epo and the amber led never illuminated on the psc handlebar. Customer pressed the power button, and it turned blue. System powered on again and was noticed to be switching back and forth between wall power and battery. The psc was powered off and the epo was performed a third time. The customer called back and reported the system switched back to battery and the errors have returned. The operating room (or) staff attempted to switch psc's in the procedure but received an error 31016 fault for software mismatch. The surgeon opted to complete the procedure via laparoscopic surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.